Manufacturer narrative:
H.6: the evaluation of the returned lens revealed some haptic damage, not uncommon with explanted lenses. However, the optical quality was found to be good. Product history records confirmed the lens met release criteria. No similar complaints reported in this lot. The manufacturer's internal reference number is 98l2368. This report was mailed in to FDA on: 7/21/1998.

Event description:
Surgeon reports lens was replaced due to glare.